Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. There was a capture management issue on the implantable cardioverter defibrillator (ICD), and the device was inappropriately pacing. It was also noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos), and undersensing the r-waves. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.